Event description:
The hcp reported that the pt developed a skin infection at the site of the pump. Antibiotics and debridement were attempted to treat the infection. No signs of systemic spread of the infection were exhibited. The hcp planned to remove the pump and implant another pump on the other side of the abdomen. Final pt outcome was not reported.